Event description:
It was reported that the lower display screen of the external pulse generator (epg) was broken. The status of the epg is unknown. No patient complications have been reported as a result of this event.